Manufacturer narrative:
The device was discarded at the user facility and will not be return to olympus for evaluation. Based on similar reports, a potential cause for mechanical damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, the teflon pad peeled off after several prior activations of the device. There was no reported patient injury or device fragment falling into the patient. The procedure was completed using a non-olympus device.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the user facility, update the device lot number and manufacture date. Olympus received additional information from the user facility¿s registered nurse that states the patient underwent a laparoscopic hysterectomy, bilateral salpingo oophorectomy with mccalls culdoplasty and cystoscopy procedure. The generator connections were inspected prior to the procedure with no anomalies found. This is report 1 of 2. Please cross reference MFR. Report number: 2951238-2018-00208.